Event description:
Caller reported a malfunction on the pump, identified by the code malf 0, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and it was resolved that the customer could continue using the pump. Caller was advised to contact support again if the malfunction recurred, and they acknowledged this guidance.